Manufacturer narrative:
Additional findings other than the foreign material found in the product evaluation include the following: a leak was found on the scope cover unit; and the bending section cover adhesive was found deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During inspection of the device by olympus, a foreign material was found in the air water channel and cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2/e3, d8, h4 and h6 coding "component code" fields were corrected based on the available information at the time of the initial report submission. In addition, the following non-reportable malfunctions were found during the device evaluation: the water tightness was lost due to deformation of the scope cover, and crack of the scope body. The air/water cylinder and suction cylinder were discolored. The bending angle in the up direction did not meet the standards due to wear of the angle wire. The probe cover was dented. Also, the light guide adhesive was worn and the bending section cover adhesive was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to insufficient reprocessing caused by scope cover leakage. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which states: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test. Caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.